Event description:
It was reported that the system shut down during a procedure and would not boot back up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.